Event description:
It was reported that during implant attempt, the lead was tried in multiple spots with impedance greater than 2000 ohms. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. Blood in/on helix/lobe mechanism.